Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed pressure sores under the lifevest equipment. Patient described the area as red and irritated pressure sores. There was no alleged device malfunction contributing to the irritation. The patient¿s nurse assisted patient in care for the skin irritation. Outcome of the irritation is unknown as follow up attempts were unsuccessful.